Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to be reproduced - therefore, no further cause could be surmised. It is recommended that the user facility read/re-read the instruction manual "warnings and cautions", "3.5 attaching accessories to the endoscope", and "4.2 using endotherapy accessories". It is further recommended that the user facility check the handling environment of the device, and ensure that the reprocessing method utilized is appropriate per the instructions for use "chapter 4 reprocessing workflow for endoscopes and accessories]" and "chapter 5 reprocessing the endoscope(and related reprocessing accessories)" in the reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending angle is insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, dirt difficult to remove from the air supply/water supply cylinder due to handling, scratches on insertion part serpentine tube due to external factors, curved rubber adhesive missing, and drainage function deteriorates due to clogging of the air supply / water supply nozzle. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera elite colonovideoscope for exhibiting communication error which occurred several times in quick succession. It was reported that the error could be resolved by reconnecting the scope. Upon inspection and testing of the customer returned device, foreign matter was found in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.